Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. But was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and confirmed the following; the contact terminals of the video connector socket were bent. The endoscopic image was not displayed due to the bending of the terminals of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, three contact pins inside the video connector socket were crushed and damaged, and it affected the endoscopic image quality. The device was connected to the olympus 180 series endoscope at that moment. In addition, abnormalities such as flickering and freezing occurred in the endoscopic image. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by the following: more than 7 years have passed since the device was manufactured, and the video connector pins were bent due to wear and deterioration due to repeated connections, resulting in contact failure. Connecting a video connector with a chipped tip to the device caused the video connector pins to bend, resulting in contact failure. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.